Event description:
It was reported that the healthcare provider felt as though the patient was not getting any drug from the pump as symptoms had returned. The hcp questioned whether the pump was functioning or not. The hcp was unable to interrogate the pump. The hcp was certain the pump was a synchromed ii as he had put it in himself recently. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)